Event description:
Advocate stated that customer rec'd a blood result of 174mg/dl on his contour meter. He compared it to his lab result of 94mg/dl. The difference in the readings falls in the "c" zone of the consensus error grid, making the difference clinically significantly. No adverse events were alleged. New strips were sent and customer was advised to return his strips for eval.